Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise was not reproducible. The device was tested on the bench with resistive loads and in saline. No noise was observed on the real time egm. The device operation was normal during testing.

Event description:
It was reported that during routine ICD implant, noise was observed after defibrillation threshold. The device was not implanted.